Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that two sensors were missing the cannula. The insulin pump alarmed lost sensor. Customer's blood glucose level was not reported. The device was not returned.